Manufacturer narrative:
The product was not returned for investigation. After reviewing the clinical information, it was determined that the cause of the delivery issues was patient condition, specifically patient vessel anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. The patient's anatomy caused a kink/bend in the inlet of the pump, another device was used, and there was no report of patient harm requiring medical intervention.